Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the neonatology unit, the physician punctured the subclavian vein and moved forwards and backwards with the spring wire guide (swg) through the needle; he knows that it can cause problems when the point of the bevel encounters the swg. The swg suddenly was stuck in the needle. He tried to force the swg out of the needle. He then removed the needle and swg; it was like "spaghetti and broken." Then he got concerned that there was a little piece of swg in the patient. With ultrasound, he saw something whipping in the vein. It is also reported that he then placed the catheter successfully via the jugular vein. The event occurred in (B)(6) 2010. He reported it now and so far the patient is unharmed. He now wants to be sure that the swg came out in one piece and nothing stayed behind. Additional information received on 03/29/2011 from the product manager indicated the physician did not report this event to them when it occurred because the md did not want it made a complaint report. However, one week after the event the md performed an ultrasound on this patient. At that time, he noted "something whipping in the vessel." The md has now requested the (B)(4) office to forward the swg to us for examination to determine if all of the swg is intact. The information regarding the patient is that the infant is fine.